Event description:
It was reported during a hemorrhoidectomy procedure that, the device was hard to fire and did not staple completely. The surgeon thought he fired the device completely at that time. The device fully cut and partially stapled. Upon removal of the device ,heavy bleeding occurred. The surgeon placed sutures circumferentially with 2-0 prolene. It required a couple of hours to reinforce completely and due to heavy bleeding the patient required a blood transfusion. The patient had an extended hospital stay and suffered acute pain. The patient has been discharged from the hospital. The hospital is keeping the device.